Event description:
The customer alleged that the ventilator became inopertive while in patient use. No patient harm reported. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the appropriate parts. The unit passed extended self testing.